Manufacturer narrative:
H3:product analysis confirmed handpiece stalled, error code 15 on ipc. It was not possible to do the incoming heat inspection. The locking mechanism is stuck, housing worn, cable and motor are defective, bearings and seals are worn. H6: previous codes b17, c21, d16 and g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, m5 handpiece suddenly stopped working during operation and the handle gets hot. Procedure was completed with another device. There was no patient impact.